Manufacturer narrative:
Findings: unit received with missing retainer and missing reservoir tube o-ring. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, slightly damaged keypad overlay texture, faded serial number label and slightly peeling end cap address label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir does not stay into pump when o ring comes off. Customer¿s blood glucose level was 180 mg/dl at the time of incident. The insulin pump will be returned for analysis.